Event description:
Leaflet became dislodged during attempt to rotate the valve to clear interference from underlying papillary muscles. Pt recovered from the surgery.

Manufacturer narrative:
Valve has been returned, investigation not yet completed. In all past cases of carbon part breakage, the investigation conclusion was "iatrogenic", i.e., some sort of improper, rough treatment of the valve. There has been no structural dysfunction or failure of the on-x prosthetic heart valve in its history. So, the conclusion of the investigation is expected to be similar to that in the past.